Event description:
The customer alleged that the c2801 ventilator has "uneaueal" breaths and the unit squeaks every other breath. The nellcor puritan-bennett svc technician inspected the device and replaced the cup seal. The unit passed extended final svc testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.